Event description:
Oversensing, t wave (post paced).

Event description:
New information received notes that the patient had presented in-clinic and programming changes were recommended and successfully performed. No adverse patient consequences were reported.